Event description:
We were informed that the phaco needle was broken inside the eye during sculpt mode. The needle stayed inside the sleeve, was easily contained and removed from the eye by retracting the handpiece from the eye. No report that actual patient harm occurred or surgery was prolonged or delayed.

Manufacturer narrative:
The complaint is under investigation.